Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the device was returned with no stent attached. The balloon was returned fully deflated. There were kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device were visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media and blood were present within the entire length of the inflation lumen, therefore indicating the device had been prepped and used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. Access was obtained through the right femoral artery. The 90% stenosed, 2.25 in diameter, eccentric, de novo lesion being treated was located in the non-tortuous and non-calcified distal left anterior descending (lad) artery. The lesion was predilated with a 2.0x20mm maverick balloon inflated to 12atm for 30 seconds. The physician deployed the 2.25x32mm taxus liberte stent at 16atm for 60seconds. The stent delivery system balloon was deflated. However, the physician experienced difficulty when attempting to remove the stent delivery balloon from the deployed stent. Multiple attempts made to pull the stent delivery balloon back through the stent, pulling both the guiding catheter and the balloon, were unsuccessful. A second guide wire, 0.014 choice pt extra support, was introduced into the guide catheter which provided good leverage. Then stent delivery balloon was removed by pulling both guide catheter and balloon together. The 2.25x32mm taxus liberte stent remained implanted and well apposed. A 2.25x12mm taxus liberte stent was implanted to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. Access was obtained through the right femoral artery. The 90% stenosed, 2.25 in diameter, eccentric, de novo lesion being treated was located in the non-tortuous and non-calcified distal left anterior descending (lad) artery. The lesion was predilated with a 2.0x20mm maverick balloon inflated to 12atm for 30 seconds. The physician deployed the 2.25x32mm taxus liberte stent at 16atm for 60seconds. The stent delivery system balloon was deflated. However, the physician experienced difficulty when attempting to remove the stent delivery balloon from the deployed stent. Multiple attempts made to pull the stent delivery balloon back through the stent, pulling both the guiding catheter and the balloon, were unsuccessful. A second guide wire, 0.014 choice pt extra support, was introduced into the guide catheter which provided good leverage. Then stent delivery balloon was removed by pulling both guide catheter and balloon together. The 2.25x32mm taxus liberte stent remained implanted and well apposed. A 2.25x12mm taxus liberte stent was implanted to complete the procedure. No patient complications were reported and the patient's status is stable.